Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as 'high' requiring third party assistance; cause was not known. Reportedly, the customer administered a manual injection to address bg level. A health center in school monitored the customer's bg level and administered a manual injection to address bg level. A system check was performed and no issues were identified with the pump, cartridge, infusion set, or insulin in use at the time of the event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.